Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). E1: initial reporter information - correction. H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The patient reported she did not ¿feel right¿ and the cgm displayed high. Because she was not at home, she was unable to perform a finger stick bg. Her companion drove her to the emergency department (ed) where she ¿crashed¿ and her bg per the ed was 39 mg/dl. She was treated with IV fluids, glucose, and discharged later that day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.